Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas stating the patient alleged that bolus deliveries do not appear in the pump's bolus history records. The reporter also stated it was alleged that there were 0.0-unit boluses that appear in the pump's bolus history. The reporter stated this issue began when the patient started using this pump a month ago, but did not provide a specific date. The reporter further stated that this is a recurring issue as the patient's animas pump has already been replaced twice before for this same alleged issue. Animas customer support attempted to contact the reporter so troubleshooting of the device could be completed; however, there was no response. Therefore, troubleshooting of this device could not be completed. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump bolus history was reviewed from (B)(6)2018 until end of use on (B)(6)2019. Boluses were recorded daily. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. No zero boluses were duplicated during the basal duration test. All keys responded appropriately; no hypersensitive or stuck keys were found. A 10 unit normal and audio bolus were programmed and delivered during investigation and both boluses recorded accurately in the bolus history. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.